Event description:
It was reported that the customer's bg value displayed as displayed as "low"; however, specific value was not provided. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.